Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that a patient presented to the hospital after receiving inappropriate therapy. Device functioned as it was programmed. Device was reprogrammed and remains implanted.